Event description:
In 2008, the lay/user pt contacted lifescan (lfs) alleging the one touch ultralink meter would not power on. No info was provided as to the test strips, power button, meter and test strip condition, battery replacement or battery contact condition. The pt did not report any symptoms of high or low blood glucose levels, no did he report seeking medical attention. The pt did not suffer any injury due to the reported meter. The pt reported no symptoms or medical attention. However, as the power issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet rec'd them. If either the meter or test strips are returned, lifescan will evaluate them.